Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high and low blood glucose level. The customer¿s blood glucose level was 46 mg/dl. Customer reported that they had issues with sensor glucose and blood glucose differences. The customer¿s blood glucose level were 125 mg/dl, 100 mg/dl, 150 mg/dl, 93 mg/dl and 98 mg/dl, then 323 mg/dl at 2:11 pm later it went low to blood glucose of 46 mg/dl later at it was 68 mg/dl and suspended at 268 mg/dl and was treated with 10 units. Customer did not treat for the high blood glucose 323 mg/dl. The customer¿s blood glucose and sensor glucose differences were off by 60 point. The customer¿s blood glucose was 90 mg/dl and sensor glucose reading was 93 mg/dl did offer to troubleshoot for the sensor glucose vs blood glucose, the high blood glucose and the low blood glucose but the customer declined. The insulin pump will not be returned for analysis.